Event description:
It was reported that during a routine interrogation visit, lead threshold testing was performed on this right atrial (ra) lead, and it exhibited sensing failure, high pacing threshold at max output and loss of capture (loc). The physician performed an xray imaging and observed that this ra lead appeared to have dislodged. The physician plans on performing a lead revision procedure. This device still remains in service. No adverse patient effects were reported. Additional information reported that a lead revision procedure was subsequently performed. The ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine interrogation visit, lead threshold testing was performed on this right atrial (ra) lead, and it exhibited sensing failure, high pacing threshold at max output and loss of capture (loc). The physician performed an xray imaging and observed that this ra lead appeared to have dislodged. The physician plans on performing a lead revision procedure. This device still remains in service. No adverse patient effects were reported.